Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient has an open wound in his buttocks and the stimulator is also in his buttock. It was noted that the patient has been in rehab for the open wound. Currently, it is unknown if the open wound is due or related to the device. There were no further complications or anticipations reported with this event. Refer to regulatory report: 233167203,us FDA regarding information for the other ins.